Event description:
Asr revision; asr xl - right; reason(s) for revision: unknown; update 4 may 2015: rec'd claimsuite with additional stem and sleeve. Stem details do not match any on our jde system so the file handler has been contacted. Reason for revision has also been queried. All mw fields have been filled out.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).